Event description:
Patient's representative reported "left breast pain and increased size of the left breast. An ultrasound scan showing a sliver of fluid surrounding an implant and showed the implant still intact" and anxiety due to the recall. The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "sliver of fluid surrounding an implant."